Event description:
It was further reported that the devices implanted in the index procedure was a 3.00x38mm and 4.0x24mm stents. 3 days post index procedure, the patient was noted to have gone into heart block (first degree, and intermittent second degree) during hospitalization of index procedure. The heart block was noted as first degree atrioventricular block and several periods of second degree type one/wenckeback atrioventricular nodal block. The patient was reported to be asymptomatic and insisted on discharge. The patients' beta-blocker was discontinued the patient was discharged. It was noted that the mild recurrent angina 36 hours post pci completely resolved without any recurrence.

Manufacturer narrative:
Device evaluated by manufacturer:it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)

Manufacturer narrative:
(B)(4).

Event description:
(B)(4). Same case as 2134265-2010-04707. It was reported that following a coronary artery stenting treatment procedure, the patient experienced chest pain. The patient was referred for and underwent the index procedure as a result of a myocardial infarction. The patient received a peri-procedural loading dose of clopidogrel. The physician treated the lesion with the deployment of two taxus liberte stents of unknown size in the distal right coronary artery and the proximal right coronary artery. Post-stent deployment residual stenosis was 0% with timi 3 flow. One day post procedure, the patient was noted to experience chest pain, presumed to be cardiac. The patient was administered a heparin bolus IV and IV nitroglycerin drip, which resulted in resolution of the chest pain. The patient was discharged from the hospital three days post procedure. In the opinion of the physician, the chest pain was not related to the study drug, possibly related to the study device, and definitely related to the study procedure.